Event description:
Pt having an mr pelvis (uterine) exam exhibited significant localized heating discomfort in a crescent shaped band across her pelvic. Pt described a single episode of shooting pain in right adnexa as well as intense back heating. Erythemic area noted by radiologist who examined pt immediately upon cessation of scan. The 1.5t espree unit with receive only 6-channel body matrix coil and spine matrix coil utilized for exam. Parallel imaging grappa factor of 2 in triple mode also used. Machine operated entirely in "normal mode"; "first level" operation was neither requested nor initiated by the mr technologist. Environmental temperature maintained at 19degc for entire duration of scan with scanner bore fan on maximum. Pt positioned with no skin to skin contact and no crossing of extremities. Proper padding and a minimum of 5mm air/padding gap maintained for entire exam. Pt was changed into hospital scrubs for exam. No looping of coil cabling evident, coil plugged into table port securely, and coil cushion also used. Established sequence and protocol selection used. No metallic or foreign objects were in or around the pt during scanning.